Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi oi was selected for use. A patient came in for an atrial fibrillation treatment. There were no complications at the time of the procedure and no issues with the equipment. Furthermore, the patient was admitted to another hospital. The patient developed atrial esophageal fistula, no further information regarding the patient's status or further interventions were available. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.